Event description:
Reportedly, just repaired, this programmer still does not work properly. When used for checking the first or second patient in the row, it does not work at all: it suddenly freezes and it is not possible to proceed with measurements of the patient. Also unplugged and replugged (because it does not switch off) sometimes works sometimes not.

Manufacturer narrative:
Please find below the summary of the analysis: expertise of the returned programmer revealed an overconsumption of the etx card, which could explain the reported freeze. In-depth investigations revealed that the reported issue was due to weakness on the design of the etx board that may cause a rtc issue by aging. The subject programmer followed the normal workflow of repair (including a new design of the etx board) and was returned back to the field. Section h8 was changed to "reuse."

Event description:
Reportedly, just repaired, this programmer still does not work properly. When used for checking the first or second patient in the row, it does not work at all: it suddenly freezes and it is not possible to proceed with measurements of the patient. Also unplugged and replugged (because it does not switch off) sometimes works sometimes not.